Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 19991382/19991382.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure. It was also noted the spinal cord stimulation (scs) leads had high impedances. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 19092969. UDI: (B)(4).

Event description:
It was reported that the patient had explant and is fully healed. No further information has been obtained.